Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the elective replacement indicator (eri) message appeared for ipg. It is unknown if the ipg was prematurely depleted. The device was providing therapy. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Post-operatively, therapy was established..

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.